Event description:
It was reported that the patient and healthcare provider (hcp) are seeing error 1703 and 1098 on the patient controller yesterday and today. Patient noted that they had difficulty with meds and attempted to use their deep brain stimulation (dbs) more to help. They increased stimulation in the past couple of weeks but has not noticed an improvement in their symptoms. They went back to original settings and is now seeing the error code. Patient noted they had his blood pressure and pulse taken yesterday and they were fine but they have noticed a numbness in their right arm that they attribute to dbs being on. Reviewed meaning for or and the reasons. Patient and hcp will meet this week to interrogate the implantable neurostimulator (ins). Additional information received from the healthcare provider (hcp) reported the cause of the 1703 and 108 error codes was unknown. The patient was referred to neurosurgery for further evaluation where surgical intervention was decided.

Manufacturer narrative:
Section d10 references: product ID: b35200, serial#: (B)(6), implanted: 2023 (B)(6), product type: implantable neuros timulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.